Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow was not determined as no related defect was found on the returned product, no data logs were recovered, and insufficient clinical details. The cause of the temporary pump stop was not determined as no related defect was found on the returned product, no data logs were recovered, and insufficient clinical details. The cause of the difficulty to advance was most likely patient condition related due to the pigtail having a bend with the noted issues occurring across aortic root graft and prosthetic valve. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 65-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on an intra-aortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The underlying medical history was not shared. The pump was placed with difficulty across the prosthetic valve, however shortly after delivery to the left ventricle the pump stopped with high motor current. The team re-started the pump but the flows were low and the motor current was high. The team made the decision to explant the pump and allow the patient to remain on the iabp for support. The pump stop and explant will be conservatively reported for hemodynamic instability due to the pump stop, however the exchange to iabp support alone was performed with no lasting consequence to the patient.